Manufacturer narrative:
The insulin pump was received with blank flashing white lcd display anomaly due to cracked on lcd controller. The insulin pump had cracked reservoir tube lip, scratched case, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was flashing and beeping for the last 10 minutes. The insulin pump may have been bumped. The insulin pump continued to flash and blink after inserting a new battery and after turning it into sleeping mode. The customer was unable to press any buttons. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.